Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and prolapse. The patient underwent the concurrent procedure of a transvaginal hysterectomy during mesh implantation. It was reported that post insertion the patient had pain, dyspareunia and urinary problems.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced urinary retention. It was reported that the patient underwent mesh removal on (B)(6) 2014 by (B)(6) due to overactive bladder, urinary tract infection and recurrent urinary stress incontinence.